Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5mm icm125v4, implantable collamer lens, -18.0 diopter, on (B)(6) 2015 in the patient's right eye (od). Lens opacity (asco) was observed on (B)(6) 2017,elevated intraocular pressure and refractive change overtime due to cataract was also noticed. The lens was explanted on (B)(6) 2017, phaco-emulsification (cataract surgery) and iol implantation was reported.

Manufacturer narrative:
Final patient status is reported as "good result, patient is ok" work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Reporter stated that "the lens is not available (discarded)". Date of this report: it is corrected from "30-nov-2017" to "29-nov-2017" in the initial MDR. Date received by manufacturer: it is corrected from "30-nov-2017" to "29-nov-2017" in the initial MDR. Device manufacture date: it is corrected from "19-jun-2017" to "19-jun-2014". (B)(4)

Manufacturer narrative:
(B)(4)